Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caregiver that a fluid leak was discovered during fill 2 of 5 of pd treatment .in a follow up, the caretaker said during fill 2 fluid was on the floor under the cycler. Treatment was cancelled and fluid was found on the exterior of the cassette with some moisture in the pump module area. The caretaker was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis registered nurse (pdrn) that a new cycler was issued to the patient. The caretaker took the patient for treatments to the clinic in the absence of the cycler. In a follow up with the pdrn it was verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler is able to continue pd treatments. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed.the 3rd party tracking number was verified and no information was found that the customer sent the sample. It was determined the sample was discarded. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caregiver that a fluid leak was discovered during fill 2 of 5 of pd treatment .in a follow up, the caretaker said during fill 2 fluid was on the floor under the cycler. Treatment was cancelled and fluid was found on the exterior of the cassette with some moisture in the pump module area. The caretaker was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis registered nurse (pdrn) that a new cycler was issued to the patient. The caretaker took the patient for treatments to the clinic in the absence of the cycler. In a follow up with the pdrn it was verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler is able to continue pd treatments. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.